Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 131 mg/dl. The customer was transferred to the help line where they received assistance with the issue. No further information was provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.